Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The reported glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the reported video monitor but was unable to confirm the reported image issue. When connecting the reported video monitor to known, good, test verathon equipment, the image produced on the video monitor was normal. The verathon technical service representative was unable to confirm the reported intermittent image and white image issue when tested with verathon test equipment. The camera image quality test was performed and passed for the reported glidescope core 15-inch monitor. Neither the glidescope core smart cable nor the glidescope spectrum single-use video laryngoscope used in the reported procedure were returned to verathon to be evaluated. Upon completion of the evaluation the customer was notified of the evaluation findings by a verathon representative. The device was then returned back to the customer upon completion of the evaluation. At this time no further investigation is required. Verathon will continue to monitor for any ongoing trends.

Manufacturer narrative:
The device has been returned, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor connected to a glidescope core smart cable and glidescope spectrum single-use video laryngoscope, the image was reported as turning white and intermittently disappearing every half second. The physician switched over to a manual laryngoscope to complete the procedure. No harm to the patient was reported.